Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient representative reported, left side rupture. Device remains implanted.

Event description:
Patient, representative reported, left side rupture. Patient representative, later reported, "trace left peri-implant fluid", breast swelling and scattered cysts. Via MRI. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, one opening assessed, as surgical impact opening (shell thickness was within specification). Seroma-late: unable to observe, since it is a medical event. And is not related to the device. Cyst(s): unable to observe, since it is a medical event. And is not related to the device. Edema : unable to observe, since it is a medical event. And is not related to the device. As per the investigation procedure: non-penetrating nick was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient representative, later reported, "trace left peri-implant fluid," breast swelling and scattered cysts. Via MRI. Device has been explanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late.